Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2019. The cause of death was diabetes. The caller was not aware of any other issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. Customer was wearing the insulin pump at the time of death. Caller did not have any more information regarding the customer's death or the insulin pump. Insulin pump is not returning for failure analysis as caller no longer had the pump.